Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 3 ml foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: it was reported foreign matter within product customer is currently investigating the presence of aluminum particulates within a recent batch of product.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 3 ml foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: it was reported foreign matter within product customer is currently investigating the presence of aluminum particulates within a recent batch of product.